Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 15 mm from the distal end. The broken piece of the probe tip was not returned. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The proximal side of the tissue pad was worn. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a laparoscopic uterus removal using the subject device, the following event occurred. Seal and cut short circuit error occurred. The error was fixed after a while, but then it repeated 10 times. The tip of the device was cleaned and probe check was done 3 times and after that, the check did not go through. The intended procedure was completed with another device. The procedure was delayed for no more than 20 minutes due to this. There was no patient injury reported. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the probe was broken off during the procedure.